Manufacturer narrative:
The hospital indicates they were aware that the source of the problem was the indifferent electrode used by 3m.

Event description:
The patient experienced a skin burn after a catheter ablation procedure while using the indifferent electrode 9130f from 3m skin treatment was administered by the hospital by flamazine cream.